Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer experienced hypoglycemia to 70 mg/dl on the first day of ilet use, during which the system issued an urgent low glucose alert and education was provided on treating lows and meal announcements given the customer¿s gastroparesis. Symptoms included low blood glucose without loss of consciousness or need for assistance. Outcomes included stabilization of glucose with no medical intervention or hospitalization. Investigation included customer interview and troubleshooting with education and referral for additional training. Investigation of this case revealed no device malfunction and no device component failure, and the event was characterized as hypoglycemia with cause unclear during early algorithm adaptation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.